Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, e1, g2, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: device appearance: no observed. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported tissue expander ¿melted onto itself¿. The device was not implanted. Surgery was completed the following day.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nonstandard device.

Event description:
Healthcare professional reported ¿melted onto itself.¿ this record is for an unknown side. Device was not implanted.